Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility in the user facility medwatch report and info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The alleged faulty user interface module (monitor) was received by carefusion on 04/28/2010, and routed to the carefusion failure analysis lab for eval. Once the eval is complete, a follow-up medwatch report will be submitted.

Event description:
The following descriptions of the event and the condition of the pt was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "Unit was in the closet not in use. They needed the vent so they set it up ran it with the est testing and everything worked well. They took it to the room to use it and went to set it up on the pt and powered it up. It then ran fine for a few minutes then a plume of smoke appeared and they could smell a burnt electronic smell. The unit continued to run properly and did not go vent inop. They then removed the vent from the pt and got another one, no harm or issues with the pt. It told [name removed] to call or email us with any concerns or further communications concerning this incident, gave him the call detail number. They have a contract on this unit for parts and will after they have evaluated it, let us know what their needs are. They have not checked the unit as of this time and date." The following description of the event was copied from the user facility medwatch report received from the FDA on 04/13/2010. "Event desc: ventilator was charging and hooked to an electric wall. Rt took it to the room, attached temperature probe and did extended self test. It passed extended self test. Rt took the pt off high frequency oscillatory ventilator (hfo) and attached to the avea ventilator. He saw smoke coming from the back of the monitor. Doctor and nurse were informed about the smoke. Pt was taken off ventilator and reattached to hfo". "Health professional's impression". "Device was smoking".